Manufacturer narrative:
(B)(4). Upon completion of the investigation, including device analysis, a follow-up medwatch report will be submitted.

Event description:
Account#(B)(6) reported this complaint on (B)(4). While dr (B)(6) was using the tt206 in a biopsy while in surgery, the tip broke off inside the patient. The needle was lodged deep in the patient. They had to rush the patient to west valley hospital for an emergency surgery to remove the tip. This surgery took place yesterday ((B)(6) 2014) at 3:30pm. The patient is in stable condition. On (B)(6) 2014, the customer ((B)(6)) provided the following additional information: the anatomical region being biopsied was the right submandibular neck, to reach the lymph node. Resistance was met during attempt to traverse fascia, which frequently happens. The break occurred during the first pass. When excessive resistance to forward advancement of the needle was encountered, the firing mechanism was not activated. The 20 gauge 6cm temno needle assembly was removed. The tip of the needle was noted to be missing. The sample is available for evaluation.

Manufacturer narrative:
(B)(4). Investigation results: the sample involved was received for evaluation. During visual examination it was determined that the tip broke in a ductile manner. Remainder of the sample not was bent 180 degrees during testing but no fracture occurred until it was bent several times or fatigued. The fractured edges of the returned needle showed a shiny spot indicating that the tip most likely was bent several times as the doctor tried to bypass the resistant spot. It was a fatigue failure. This is a very delicate instrument and should be handled accordingly. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. Procedures require verification of the condition of material prior to use in the manufacture of each needle and several visual and dimensional inspections to be performed. In addition, personnel are required to perform multiple functional tests prior to releasing the product. In addition, no issues were found during review of the internal production records for the lot indicated that could result in the reported condition. This includes review of all raw material and components used during the manufacture of the lot involved. Based on the investigation results, it was determined that the most probable root cause for the reported issue could be related to product misuse. The manufacturing plant will continue to monitor this issue to identify the need for any actions.